Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having chest pains which resulted in visits to the emergency room. The atrial and ventricle leads were repositioned and are still in use. No patient complications have been reported as a result of this event. It was reported that the patient was having chest pains which resulted in visits to the emergency room. The atrial and ventricle leads were repositioned due to suspected pericarditis and remain in use. No patient complications have been reported as a result of this event.